Manufacturer narrative:
H3: the catheter set was returned to the manufacturer for analysis. Analysis found that the returned catheter set had no apparent physical damage. No problem was found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: m450001b015, software version: 3.2. A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue. Analysis found that the software was functioning as designed. The reported issue was not a software issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a soft neuro tissue ablation of the occipital lobe, the thermal map of the thermal therapy system displayed a steam event. It was reported that the ablation was stopped, allowed temperatures to cool, performed a pull black and ablated a separate area. It was noted that hardware for the thermal therapy system was not swapped out. Additionally, the procedure was completed after performing additional pullbacks. No charring or visual evidence of thermal events were observed on the laser after the pull out. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.